Event description:
A false negative advia centaur cp total hcg pt result was obtained for a pt sample. The result was questioned. The customer repeated the testing and the total hcg result was positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative total hcg result.

Manufacturer narrative:
The cause for the false negative result is unk. The instrument is performing within specification. No further eval of the device is required.